Manufacturer narrative:
Literature article citation: sethi et al. Radiographic and CT evaluation of recombinant human bone morphogenetic protein-2 assisted spinal interbody fusion. American journal of roentgenology. 2011; 197: 128-133. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
Review of a lateral c-spine x-ray shows massive anterior cervical soft tissue swelling c2-c6 with plane and graft at c5-c6-c7.

Event description:
It was reported in a literature publication that 34 patients underwent anterior cervical decompression and fusion with an anterior stabilizing plate and rhbmp-2/acs. The patients were reviewed 2 and 6 weeks and 3, 6, 12, and 24 months after surgery. One patient who underwent an acdf developed swelling of the prevertebral space in the cervical spine at c3 and c6.